Event description:
End user alleges while transferring into and out of the motorized wheelchair, he cut his foot on the flip-up footplate. Allegedly, his foot became infected requiring hospitalization.

Manufacturer narrative:
The cause of the incident is unknown. The end user's son had modified the motorized wheelchair's footplate prior to the hoverground representative's service call. The owner's manual warns, "never modify your wheelchair".